Event description:
A customer reported experiencing a cgm error 42 after the pump recently came out of storage mode. There was no reported adverse impact to the customer's blood glucose level. The customer had tried resetting the pump twice which resolved the cgm error, but they experienced an issue with reconnecting to the sensor session as it was greyed out despite waiting the recommended time. No further troubleshooting was done since the pump was already being replaced, and the customer relied on backup insulin therapy.